Event description:
An unexpected decrease of the remaining battery charge was observed, additionally the programmer showed error message. The device was explanted.

Manufacturer narrative:
The device was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Next, the device was interrogated with a clinical programmer. A warning message regarding the battery condition was displayed, confirming the clinical observation. The memory content of the device was inspected, revealing an unexpected low battery voltage. However, the current consumption was normal and as expected. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be normal and in amplitude and frequency. There was no indication of a malfunction. During subsequent analysis the device was opened and subjected to further investigations. The visual inspection of the inner assembly showed no anomalies. The measurement of the battery voltage confirmed an almost depleted battery. A thorough investigation of the electronic module did not show any abnormality. In particular, the current consumption was directly measured and proved to be normal and expected. The battery was sent to the manufacturer for further detailed analysis. The manufacturing records of the battery were inspected, documenting that the battery parameters were within specification during the battery manufacturing. No anomalies were documented during the production process, associated with this battery. The battery was subjected to a visual and an electrical inspection. The visual inspection of the battery did not reveal any external signs of damage. The measurement of the battery voltage and impedance showed a depleted battery. Further extensive analysis of the battery revealed an internal short circuit that led to an elevated self-depletion of the battery and therefore contributed to the clinical observation. In conclusion, an elevated self-depletion of the battery was found to be the root cause for the clinical observation.

Event description:
An unexpected decrease of the remaining battery charge was observed, additionally the programmer showed error message. The device was explanted.